Event description:
While using the needle a popping sound was heard. When needle holder was pulled out, it was discovered that the needle was not complete. Part had broken off in patient. The tip of the needle broke off inside the sacrospinous ligament. It was embedded in the ligament . Since piece was inert, embedded, and would not migrate it was left in place. No infection or problems noted in patient.